Manufacturer narrative:
The investigation has jus.t started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.

Manufacturer narrative:
Based on the log analysis, the case in question was reconstructed and the reported issue could be confirmed. It was found that the internal 12 v/24 v supply got temporarily interrupted. All relevant internal voltages are generated from the 24 v supplied by the power supply unit on the pba main a500 and provided to the connected pcbs. Thus, root cause was a faulty pba main a500. The exact root cause could not be determined, most likely one of the voltage regulators was faulty. The device behaved as specified upon the detected deviation and issued appropriate alarms (ventilator failure and system failure) to alert the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.